Event description:
The manufacturer received information alleging headache, dizzy, device not working related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 07, 2023, and section h11 should be reported as: the manufacturer previously received information alleging headache, dizzy, device not working related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The customer had reported owning three dreamstation machines but had received only two, with the third unit still pending. The customer expressed frustration and requested three replacement units for the third machine. The manufacturer has submitted this as the final report. If any additional pertinent information becomes available, an addendum to this report will be filed. Section a2, b7, d4, e1 and h6 has been updated in this report.